Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted due to paravalvular leak detected on toe. The surgeon indicated that there was nothing wrong with the explanted valve. The device was replaced with a small edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Valve explant at implants are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the surgeon confirmed that there was no device malfunction. The valve was also reportedly replaced with a smaller size, suggesting that this event may have been due to a sizing issue.